Event description:
It was reported that pump displayed malfunction code and required reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again.